Manufacturer narrative:
Manufacturer's report date: 04/17/2014. (B)(4). Unable to determine the cause of the customer's report that tubing was leaking. The customer stated the set has been discarded and is not available for evaluation.

Event description:
The customer reported "step-down unit nurse (sdu) notified pharmacist pca tubing and leaking and needed replacement. Replaced tubing, pt reports good pain control and had no other complaints". There was no pt harm or medical intervention. No further patient/event info is available.